Manufacturer narrative:
(B)(4). Batch # = n9089y. The analysis results confirmed that one 5dcs instrument was received with the end effector damaged. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any cutting issues. Upon functional testing of the device, it cut the test media as intended; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. No conclusion could be reached as to what may have caused the end effector damage. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the scissors were dull. The case was completed using another device of the same product code. There were no patient consequences reported.